Event description:
This unsolicited device cased was received from (B)(6) on (B)(6) 2014 from the patient. This case involves a patient (demographics not provided) who was crippled and 100cc of fluid drained out of knee in 3 weeks after receiving treatment with synvisc. No medical history, concomitants, past drugs or concurrent conditions was reported. On an unknown date, the patient initiated treatment with synvisc injection (route, dose, frequency batch/lot number and expiry date: not provided) for unknown indication. It was reported that after the 3rd shot of synvisc, patient was said to be 'crippled'. The patient had 100cc worth of fluid drained out of knee in 3 weeks. No further information was available. Action taken: no action taken. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. Seriousness criteria: cripples as important medical event. Pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) company comment date 09/02/2014: this case concerns a patient who reported being crippled after receiving synvisc therapy. Although the causal role of the product cannot be excluded from the occurence of the event, however, further information regarding patient's underlying for which synvisc therapy was indicated and medical history of the patient is required to make complete case assessment.